Event description:
It was reported that during a da vinci-assisted surgical procedure, it was noted that after use, it is indicated that reducing the pressure on the knife head can prevent fracture. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a cracked blade. No material was found to be missing. The probable root cause of cracked blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure. Blade damage may be detected by the generator with a solid tone or an error. Correction to section d : primary product batch/lot number was updated to l80241002 0044.